Event description:
Technician was performing pm's on this account's stretchers and found this unit had a caster that would swivel when in brake. No patients were involved and no injuries reported.

Manufacturer narrative:
Technician replaced the brake caster on this unit to resolve the swivel issue.